Event description:
At around 1545, mother of the baby was breastfeeding when all of a suddden the humidifier of the high flow nasal cannula (hfnc) started spewing water. It started with a tiny mist and the rn took the cannula off the baby's face. It then continued to spew water with a lot of force even when the heater was turned off. Clinicians suctioned the baby's mouth and mom, who's an rn, continued with the suctioning while another rn prepared the blow by and switched to a humidified nasal cannula. This was tolerated by the baby well and no respiratory distress was noted. The doctor at the bedside witnessed the incident. The rt was made aware and changed the hfnc set up. Per mom, same incident happened the night before. Rt supervisor came as well and spoke with md.